Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted in the patient's aortic position. There was no problem found in follow-ups after the surgery. However, the patient presented with a complaint of sudden dyspnea. A tear was confirmed in the echocardiogram during the examination. A re-do avr was performed on (B)(6) 2019. The trifecta gt valve was explanted, replaced with a 25mm inspiris resilia aortic valve(manufacturer: edwards lifesciences, model#: 11500aj25).

Manufacturer narrative:
An event of leaflet tear and valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted in the patient's aortic position. There was no problem found in follow-ups after the surgery. However, the patient presented with a complaint of sudden dyspnea. A tear was confirmed in the echocardiogram during the examination. A re-do avr was performed on (b)( 2019. The trifecta gt valve was explanted, replaced with a 25mm inspiris resilia aortic valve(manufacturer: edwards lifesciences, model#: . According to the physician, the trifecta valve had been implanted after removing the valve holder, using care not to touch the stent part and the leaflets. Therefore, the physicia(b)(n thought the issue was structural valve deterioration due to the valve itself.